Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t turn on. Review of the system log file showed that the malfunction due to main power failure. Upon troubleshooting, fse found that the narrow down to psu fuses output board and the fan tray shortage system was not powering on. The defective power supply was returned to philips for further analysis and & found that psu01 (power supply unit) and pcb was defective due to defective 24v power supply component. To resolve this issue, fse replaced pdu fuse output, pdu fan tray and dcps (direct current power supply). After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.